Manufacturer narrative:
The boston scientific field representative confirmed the physician does not plan to perform an intervention to resolve the high pacing impedance measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of 2,100 ohms. No adverse patient effects were reported.